Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, when the device was left on, it reboots every few minutes. It was found that the system board has foreign contaminant across several parts of the circuitry likely due to liquid ingress, which caused the unit to reboot on occasion by itself.

Event description:
It was reported that the unit shuts off by itself. The green ac power icon does illuminate when plugged into the ac power. The customer stated "when it turned back on it would make an audible sound but no error message." No known impact or consequence to patient.